Event description:
It was reported that the user predominantly announced meals as less than usual on the ilet, which led the system to adapt inappropriately and contributed to episodes of low and high glucose, with reported glucose as low as 61 mg/dl and over 400 mg/dl; the issue involved user procedure and the device user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions when announcing meals, associated with the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event.